Manufacturer narrative:
Reported event: an event involving an unknown femoral head regarding dislocation was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Pt. Presented with a dislocated left-hip: competitor poly-dial cup, constrained-liner, osteolock stem and 32mm +5 cocr pca head, implanted in 1992. Dr. Opted to revise the construct to a trident all-poly constrained liner (cemented), by cementing the liner into the competitor cup that was left in-situ. The osteolock stem was left in-situ as well. No further information available.